Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made via fax for the device, operative report, and additional information, however, no additional information was provided and no device was returned for evaluation. It was reported that the patient also had another device explanted.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Customer letter not required.

Event description:
Date of event: 2009. According to the information received, an end user reported strong adhesive, stating that the adhesive from a box purchased is very abundant compared to the boxes previously purchased. User reported that, from one clear advantage to another, the adhesive (strength) differs and also reports getting sores from removal of the clear advantage because it adheres too much and tears the skin.